Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during an arthroscopy, at the moment of fixing the biosure screw, it broke off. The pieces were completely removed from the patient. Surgery was resumed, without any delay, with a back-up device. No further complications were reported.

Manufacturer narrative:
Health effect - impact code updated. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. It was determined the device contributed to the reported event. A review of the customer provided image shows the distal end broken off. There is debris on the screw. A review of the polymer found that the composition is specified by percentage and measured by the ash test; the storage requirements are also specified. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. This case reports, the screw broke off while the surgeon was fixing it during an arthroscopy procedure. Reportedly, ¿the pieces were completely removed from the patient,¿ and the surgery was resumed without delay using a smith and nephew backup device. ¿no damage was caused¿, or further complications reported and ¿the patient¿s health condition is stable.¿ no patient harm has been reported or alleged and the ¿patient¿s health condition is stable.¿ therefore, no further clinical/medical assessment is warranted. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.